Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ('pelvic pain'), embedded device ('to segments show embedded, silver metallic wire consistent with essure device') and uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure (batch no. 56c11cc1-not valid) inserted. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and uterine haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (dilatation and curettage/novasure uterine ablation (B)(6) 2018 and operative laparoscopy, left ovarian cystectomy, bilateral salpingectomy.). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, embedded device and uterine haemorrhage outcome was unknown. The reporter provided no causality assessment for embedded device, pelvic pain and uterine haemorrhage with essure. The reporter commented: surgical pathology report: both fallopian tubes with essure coils. There are two peri-tuba' cysts to one segment and two segments show embedded, silver metallic wire consistent with essure device with to 2.8 cm protruding from the lumen. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: pelvic pain, uterine hemorrhage and embedded device". The lot number reported (56c11cc1) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ('pelvic pain'), embedded device ('to segments show embedded, silver metallic wire consistent with essure device') and uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure (batch no. 56c11cc1-not valid) inserted. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and uterine haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (dilatation and curettage/novasure uterine ablation (B)(6) 2018 and operative laparoscopy, left ovarian cystectomy, bilateral salpingectomy.). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, embedded device and uterine haemorrhage outcome was unknown. The reporter provided no causality assessment for embedded device, pelvic pain and uterine haemorrhage with essure. The reporter commented: surgical pathology report: both fallopian tubes with essure coils. There are two peri-tuba' cysts to one segment and two segments show embedded, silver metallic wire consistent with essure device with to 2.8 cm protruding from the lumen. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: pelvic pain, uterine hemorrhage and embedded device". The lot number reported (56c11cc1) is not valid. Most recent follow-up information incorporated above includes: on 7-aug-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ('pelvic pain'), embedded device ('to segments show embedded, silver metallic wire consistent with essure device') and uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure (batch no. 56c11cc1) inserted. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and uterine haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (dilatation and curettage/ novasure uterine ablation ((B)(6) 2018) and operative laparoscopy, left ovarian cystectomy, bilateral salpingectomy.). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, embedded device and uterine haemorrhage outcome was unknown. The reporter provided no causality assessment for embedded device, pelvic pain and uterine haemorrhage with essure. The reporter commented: surgical pathology report: both fallopian tubes with essure coils. There are two peri-tuba' cysts to one segment and two segments show embedded, silver metallic wire consistent with essure device with to 2.8 cm protruding from the lumen. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: pelvic pain, uterine hemorrhage and embedded device". We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.